Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for a new implant, when attempting to cannulate the coronary sinus for lead placement, the physician inserted the catheter into the vessel, when gliding the sheath over, movement (deep breathing) and force from the sheath contact caused a coronary sinus dissection. The physician believed he may have selected the wrong curve of sheath. The leads were successfully implanted and the patient was monitored throughout. A subsequent echocardiogram post procedure confirmed no effusion was present. The patient was stable with no other complications.